Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the colonovideoscope monitor displayed the message "data communication not available" and image was not available. The issue occurred during a therapeutic polypectomy procedure, which was completed with the same set of equipment. There were no reports of patient harm.